Event description:
Additional MFR info received on 1/4/1999: initial testing of this device confirmed the device's battery status was 'elective replacement indicated'. Detailed testing confirmed a high current drain originating in a chip carrier. The carrier has been sent to a supplier for additional testing.